Manufacturer narrative:
Remote support was provided, the issue could not be reproduce. The device passed the check and tests with no errors. The device is returned to use and remains at the customer site. No further evaluation is warranted at this time. Based on the information available and the testing conducted we were unable to replicate the reported problem. The cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that there was a message "connect the ECG cable" observed during device checks and testing. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.